Manufacturer narrative:
Evaluation of the returned lantern confirmed an ovalization on the distal shaft. If the distal tip is forcefully pinched or gripped during use, or if the device is manipulated at extreme angles, damage such as an ovalization may occur. This damage likely contributed to the embolization coil becoming stuck during the procedure. Evaluation of the returned pod6 confirmed that the embolization coil was detached from the pusher assembly and was stuck within the lantern. The pusher assembly was not returned for evaluation. Further evaluation revealed that the proximal constraint sphere was not present on the proximal end of the embolization coil or within the lantern. If the pod6 is forcefully retracted resistance, the stretch resistant wire may fracture, causing the embolization coil to detach. The embolization coil was unable to be removed from the lantern. Penumbra catheters and coils are inspected during in-process inspection and during quality inspection after manufacturing. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number: 005168196-2021-01736.

Event description:
The patient was undergoing a coil embolization procedure in the branches of the hypogastric artery using a lantern delivery microcatheter (lantern), a pod coil and a non-penumbra catheter. During the procedure, while attempting to advance the pod coil through the lantern, the pod coil became stuck within the lantern. Upon retraction, the pod coil unintentionally detached. Therefore, the lantern containing the detached pod coil was removed from the patient. Subsequently, upon removal, the distal portion of the lantern was observed to be kinked and ovalized. The procedure was completed using a new lantern with a straight tip, a new pod coil and the same sheath. There was no report of an adverse effect to the patient.